Manufacturer narrative:
The device was not returned; therefore, a physical investigation could not be performed. Based on the information provided and no returned device for physical investigation, the reported event could not be confirmed and the root cause could not be determined. The review of the lhr (lot f1323503) indicated that the device lot met all established performance criteria prior to shipment.

Event description:
It was reported by the aci vascular closure specialist that a (B)(6) female patient underwent an interventional peripheral procedure on (B)(6) 2013. Access was obtained at the right common femoral artery, mid femoral head via a 6f long sheath (model unknown) which was replaced with a 6f short sheath prior to closure. A pre-procedure femoral angiogram showed presence of pvd/calcium in the vicinity of the access site and the vessel size to be ~8mm. Peri-procedure, the patient was anti-coagulated with 2,000 units of heparin. Following the procedure, the physician who is in training, selected the mynxgrip vascular closure device 6f/7f to close the access site. It was reported that approximately 3 minutes post deployment the patient complained of severe abdominal pain just above the right groin puncture site. The groin was soft and did not appear to be swelling but was very tender to the patient. The physician felt that the patient's pain was due to a full bladder and inserted a foley catheter. The patient's pain was not relieved and her blood pressure dropped to 99 systolic. The patient was given a CT (computerized tomography) scan of her abdomen. A large accumulation of blood was discovered above the right groin. The patient was immediately converted to manual compression for approximately 30 minutes. During the manual compression the patient became pale and experienced nausea. An IV was inserted into the patient's right arm to administer fluids and blood was drawn for blood transfusion screening. After the 30 minutes of manual compression, a pressure dressing was applied. Her right groin was still flat and soft. The patient began looking and feeling better. Her blood pressure and heart rate were restored. The patient was placed in ICU for overnight observation. The patient did not receive the blood transfusion. The patient was ambulated and discharged to home on (B)(6) 2013 with no clinical sequela noted. It is unknown if the patient's hospitalization was mynx device / procedure related.